Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and the patient via a company representative regarding a patient receiving and unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient¿s friend/family member reported that the patient¿s body rejected the pump. The pump was removed due to erosion at the pump pocket. The reporter was unsure of the event date. Per this reporter, there was no infection. Additional information was received on (B)(4) 2019 from the patient via a company representative who reported that pump was removed due to infection. The patient was re-implanted (B)(6) 2017. From a therapy standpoint, the pump worked very well, but the patient said her body rejected the pump. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be ¿patient compliance & cleanliness¿. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.